Event description:
Covidien received information that, during patient use, the ventilator's display went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the power supply, which resolved the reported issue.(B)(4).